Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle cup size 54 mm, with a 36 mm x 54 mm metal insert, the femoral stem was the tri-lock bps femoral stem, and the femoral head was a 36 mm diameter +8.5 neck. On (B)(6) 2010, I underwent a right total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle cup size 56 mm, with a 40 mm x 56 mm metal insert, the femoral stem was the s-rom stem, 36 mm +12 offset, and the femoral head was a 40 mm +9 neck. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right and left thigh and right and left hip areas. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: degenerative joint disease, left hip.